Event description:
The customer reported that the system had a loss of live images on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The display adaptor board and left monitor were replaced during the service call. The system was tested and found to be working as intended and put back into service.